Manufacturer narrative:
UDI: (B)(4). The device manufacture date is currently unavailable. Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the air pen drive device had low power and the rotor was damaged. It was further determined that the device failed pretest for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 rotations per minute at 6.5 bar ± 0.2 bar and the device had excessive dirt and oxidation internally due to failure of cleaning and lubrication. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as (B)(6)2009. If additional information should become available, a supplemental medwatch report will be submitted accordingly.